Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/04/2014 with the following findings: the display screen was found to be dim and discolored. The h10 was revised to remove the damaged battery compartment. There was no damage found to the battery casing. This damage battery compartment in the h10 writeup was submitted in error.

Event description:
On (B)(6) 2013, the distributer contacted animas, alleging a display (dim/fading/color spectrum) issue. There was reportedly a pixel color change on the pump's display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/04/2014 with the following findings: the display screen was found to be dim and discolored. Unrelated to the complaint, the battery compartment was found to be cracked extending from the threads to the case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).